Event description:
A malfunction was reported on a pump, which may have gotten wet. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.